Event description:
On (B)(6) 2012 customer reported a fluid leak from the needle probe and from under the act 5 diff autoloader. The volume of the leak was less than 1 ml and was not contained within the unit. The instrument also experienced traverse motor errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the upper wash collar tubing had a small pinhole, which caused the instrument to leak. Fse replaced the tubing and the wash collar. No further evidence of leaking was found. Fse also noted that the traverse motor errors were caused by improper position of the traverse motor. Fse performed a hardware reset to resolve the issue.

Manufacturer narrative:
Evaluation results: fse replaced the wash collar and performed a hardware reset. (B)(4).